Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that high, out-of-range right ventricular (rv) impedance measurements on this pacemaker and associated lead triggered a lead safety switch. The field representative contacted technical services (ts) prior to the patient's scheduled clinic visit to review device data. A ts consultant discussed that this was an ongoing issue and, following the first occurrence, the patient was brought in and lead evaluation was unremarkable. Overall rv impedance measurements had been stable except for two out-of-range-spikes, no noise had been recorded in the arrhythmia logbook. It was noted that the patient could feel the unipolar pacing so ts suggested troubleshooting options. The field representative stated they would follow up with the clinic. Additional information was received indicating that lead safety switch was programmed off. No adverse patient effects were reported. This device remains in service.